Event description:
It was reported that the biomet ultra drive plug puller end piece fractured and became lodged within the bone. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-unknown ultra drive-unknown. Three (3) tool ids were provided by the sales rep; of these, only one (1) was reported to have fractured. It is unknown which exact tool encountered this issue, it is one of the following: item#: 423868, lot#: 000950. Manufacture date: oct 1, 2020. Sterile expiry date: oct 1, 2030. UDI: (B)(4). 510k: k031280. Pro code: jdx. Or item#: 423868 lot#: 333790. Manufacture date: oct 29, 2021. Sterile expiry date: oct 29, 2031. UDI: (B)(4). 510k: k031280 pro code: jdx. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no related deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via medical records and radiographs provided and reviewed by a health care professional. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a girdlestone procedure with explanation of competitor hip hemiarthroplasty components due to a fall, dislocation, and underlying infection, approximately 1-year post implantation. During the procedure, an ultrasonic device was used to loosen as much of the cement as possible which was extracted in pieces. The posterior cortex of the femur was perforated during cement extraction. A piece of the cement extraction device did break and was lodged in the femur. This piece of metal could not be extracted as it would cause too much damage to the bone. Attempts have been made and additional information on the reported event is unavailable at this time.